Event description:
A caller reported that a pump was experiencing a malfunction, but no notable events had occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not occur again after the reset. The customer was informed to continue using the pump and to reach out if the malfunction recurred.